Event description:
It was reported that the customer was hospitalized for high bgs and possible kidney infection. Troubleshooting was performed. The programming and histories on the pump were not accurate. Suggested the customer to disconnect and correct programming. Explained the impact of incorrect programming on bg. It was stated that the alarm history was reviewed and showed two alarms. Assisted in reprogramming the pump. In addition, the customer fills the reservoir with cold insulin. Instructed the customer to use room temp insulin.